Event description:
Urgent safety concern - abbott freestyle libre app user interface encourages accidental sensor termination I am submitting this safety complaint regarding the abbott libre mobile app, used in conjunction with their continuous glucose monitoring (cgm) system. The current new version of the app, just involuntarily uploaded to my iphone when I applied a new sensor yesterday includes a significant changed user interface flaw: - the "end sensor" button is displayed prominently on the main screen, just two taps away from deactivation of the sensor. Start new sensor yes or no are the only two options. In previous versions of the app, this option was buried in other less prominent screens. Only when a sensor ended after the required number of days would a request to start a new sensor appear. - this placement increases the risk of accidental sensor deactivation, either by the user or by unintended screen interactions (e.g., from children, distracted use, or mistaken taps). This design exposes users to serious risks, including: - unwitting loss of glucose monitoring for an unknown number of hours before it is recognized, followed by the application and warm-up time required to secure a new sensor with:, - increased risk of hypo- or hyperglycemia, particularly in insulin-dependent users, - wastage of medical supplies, with financial and medical consequences. This function should not be accessible from the front screen. It should be relocated under the new profile or settings category, with appropriate safety barriers (e.g., requiring a password, additional confirmation, or explanation of consequences). Requested FDA action: please evaluate the human factors safety of this app update and urge or require abbott to immediately: - relocate the "end sensor" button to a less accessible area, - add a mandatory confirmation dialog explaining the impact of early termination, - consider user feedback and safety testing for interface updates affecting critical device functions. Thank you for your attention to this matter. The cgm app is a life-critical tool for people with diabetes, and its interface should be designed with utmost care to prevent avoidable harm. Software release version 1. Software version 1.1.0.1692.